Event description:
It was reported that the black plastic broke.

Manufacturer narrative:
The femoral implant impactor was returned and evaluated. A visual inspection confirmed that one of the bumpers and the anterior arm cover have fractured off. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in (B)(6) of 2013 to prevent recurrence of this failure mode. The device was manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.